Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). Device code: no code available (3191) used to capture device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "the fate of sagittal alignment in tapered uncemented femoral components in total hip arthroplasty: 889 hips followed for a minimum of 10 years" written by eduardo garcia-rey published by hip international accepted by publisher on (B)(6) 2019 was reviewed. The article's purpose was to discover whether 3 different current femoral components and/or the surgical technique affect the clinical and radiological outcome after a minimum follow-up of 10 years. Data was compiled from 889 uncemented tapered stems implanted from 1999 to 2007 separated into 3 groups based upon the stem type. Group 1 contained depuy summit stem (ha coated), duraloc cup with poly liner and 28 mm metal femoral head. The other two groups contained non depuy products. It is noted that no stems were revised. Figure 1a, 2a, 3a provides radiographic images of summit stems for illustrative purposes. Depuy products: summit stem, duraloc cup, poly liner, metal head group 1 adverse events: intraoperative femur fractures (treated by cerclage wiring) dislocations (treated by revision of head, liner, and some required cup revision - no further details provided) postop periprosthetic femur fracture (treated by revision) osteopenia (radiographically detected without indication of treatment) general reports of pain pedestal at end of follow up (radiographically detected without indication of treatment) proximal osteolysis (no indication of treatment)